Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a boston scientific sales representative alleged that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared elective replacement indicator (ER) too quickly. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was unable to be retained from the hospital and would not be returned for reliability analysis.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.